Event description:
It was reported the programmer is having a challenge interrogating protecta xt and a sensia device. It does not appear to be programming head related. The programmer and radiofrequency (rf) head were returned for repair. The rf head was analyzed and tested out of specification. There was no patient involvement

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer is having a challenge interrogating protecta xt and a sensia device. It does not appear to be programming head related. The programmer was returned for repair. There was no patient involvement

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.